Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. The technical support specialist performed server downtime query. Also attached an article of "patients and orders are not crossing / report are being updated / no "device not communicating" notices" to resolve the dns issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the orders were not crossing over to the pyxis devices. The customer reported that the device displays as no communication errors. The customer stated that this malfunction occurred while dispensing medication to the patient and caused a delay. There were no adverse events or injuries reported based on this incident.